Event description:
The customer reported that her insulin pump alarmed button error. The blood glucose reading was 180mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Unable to confirm the button error alarm. Moisture damage noted on the lcd board and motherboard. The drive support disk was loose.